Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the device was part of an ongoing investigation in connection with a death. There was patient involvement and patient death was reported. ICU medical has made one follow up attempt with the customer for both additional information and for return of the product for investigation. To date, no product has been received. If any new information receives ICU medical will then provide an updated report.

Manufacturer narrative:
Corrected: g1 - contact office establishment name. D3 - mfg establishment name, manufacturing plant address 1, city and zip code. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. The device passed all functional and delivery tests. The service history review had no indication that the complaint was related to a service of the device within the review period.